Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: unknown; no information has been provided to date. D4. Primary UDI number: only di provided as lot number is unknown.

Event description:
It was reported that the bluselect 8.0, suctionaid, cuffed, non-fen had a hole in the suction line during patient use which will cause leaking of air or inhaled medication during use that could lead to inadequate delivery of therapy or introduction of contaminants into the systems. There was patient involvement, and no patient harm reported.